Event description:
Compressor on the ventilator failed. Ventilator was changed out without harm to pt. Ventilator compressor went down after a sudden power surge. This has happened before. Clinical engineering staff tried to duplicate the problem but could not. The same ventilator was placed back into service and it failed again. The ventilator functioned correctly; it was the compressor that mixes the air and oxygen that had the issue. Ventilator wasa marked as broken and given to cts department.